Manufacturer narrative:
The customer advised the issue was resolved and product will not be returned. The reported issue was not verified or duplicated and the root cause was not established.

Event description:
The customer contacted stryker to report that their device had no power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement in the reported event.